Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had just experienced a sudden and fast drop in his blood glucose. The customer confirmed that he was stable enough to continue with troubleshooting. The customer stated he had a big carbs intake; he gave himself a bolus of 4.7u. After half an hour, he started to fall rapidly and his blood glucose dropped from 12mmol/l to 4.1mmol/l in just a few minutes. He tried to stabilize using the 15 rule, but did not help; it started rising to 17mmol/l. The customer had contact the paramedics and then cancelled. During troubleshooting, the customer remembered that during lunch, the plastic ring on top of the reservoir came off when he was connected and the reservoir came out with it. He stated he placed it back and manage to secure the plastic ring again. Advised customer the insulin pump will be replaced and revert to back up plan. Advised customer to monitor blood glucose. The customer's current blood glucose was 12mmol/l.